Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient received inappropriate hv therapy when electrocautery was used during a procedure, unrelated to the device, despite a magnet being placed over the device. Following the procedure the device was interrogated and intermittent magnet reversions were observed. A magnet issue was suspected. The patient remained stable before, during, and after the procedure and monitoring will continue.

Event description:
New information received states that the device was explanted. During the procedure, repeated shocks with underlying sinus rhythm were observed. The patient was stable before and after the procedure.